Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was not reported. The patient was hospitalized for the event. Treatment, patient outcome, and action taken with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
B5: upon follow-up, it was reported that the cause of peritonitis was unknown. The patient was not hospitalized for the event. On an unknown date, the patient was treated with vancomycin injection (1gm, intraperitoneal, discontinued) and fortum injection (1gm, intraperitoneal, once daily, discontinued) for the event. At the time of this report, the patient has recovered from peritonitis. Pd therapy was ongoing. Should additional relevant information become available, a supplemental report will be submitted.